Manufacturer narrative:
The insulin pump was unable to rewind due to motor encoder signal out of phase. Unable to perform any tests due to the alarm. The insulin pump was received with a cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error. The blood glucose reading was 137 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.